Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and diarrhea. On the same day as the onset, the patient was hospitalized via the emergency room for peritonitis. The cause of peritonitis and treatment for the event were not reported. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.